Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
We received information that the associated right ventricular (rv) lead was explanted due to high, out-of-range pacing lead impedance measurements which led to a lead safety switch and exhibiting . The lead was surgically abandoned and this device remains in service. No adverse patient effects were reported.